Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead dislodged on the day of implant just after the pocket was closed. The lead was not replaced but was repositioned and remains in use.

Manufacturer narrative:
Concomitant product(s): product ID: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged. The atrial lead was revised. When the atrial and right ventricular (rv) leads were reconnected to the implantable pulse generator (ipg), right ventricular loss of capture was noted. Diagnostic testing and troubleshooting were performed and after the impedance measurement, the pacing was normal. The ipg and rv lead remain in use. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.